Event description:
Boston scientific received information that this device and the associated right ventricular (rv) lead displayed a high, out of range pace impedance measurement. There were no adverse patient effects were reported. A request for additional information has bee made. The device remains in service.

Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient will continue to be monitored for now. There were no adverse patient effects reported. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient underwent a lead revision procedure where the lead was surgically abandoned. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). There were no adverse patient effects. The local boston scientific field representative reported that the device went to hospital pathology and that the device will not be returned.